Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer alleged a display issue on coaguchek xs meter serial number (B)(4). The customer stated display segments were missing from the results area of the device. The customer was not treated based on the results with missing segments. There was no allegation that an adverse event occurred. The customer is listed as being "well." The meter was requested for investigation.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.